Manufacturer narrative:
As no valid lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast though not verified, the patient had an aris implanted in (B)(6) 2018. Reportedly, from (B)(6) 2022 the patient experienced ongoing urinary tract infection, dysuria, flank pain, bloating, pelvic pain, urinary frequency, urinary urgency, intermittent nausea, kidney pain/ burning, pyuria, dyspareunia, recurrent incontinence, chronic cystitis, sling erosion with bladder stone and abnormal urinary analysis. Patient underwent cystolitholapaxy with removal of eroded segment of aris tot sling under general anesthesia in (B)(6) 2022. Patient experienced additional bladder stones, mesh erosion, abnormal urinary analysis and underwent further cystolitholapaxy procedures in 2023 and 2025.

Manufacturer narrative:
This complaint was investigated to the extent information was provided to coloplast. Due to the nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Should additional information become available, a follow-up report will be submitted. Complaints of this nature are monitored and captured within the product risk documentation excluding nausea. There are no clinical studies and data to support a causal relationship between aris and nausea. However, nausea appears to be a secondary/subsequent or cascading effect of infection in this case. No further action or corrective action is required at this time.